Manufacturer narrative:
The reported event could be confirmed, based on the available pictures, x-rays and medical expert opinion. The device inspection revealed the following: the visual inspection of the available picture of the device confirms that the implant is broken. A review of the x-rays by the medical expert stated; ¿plate was used as intended and the surgeon used a proper technique. The plate was used as a revision of an earlier non-union of a mid-shaft humerus fracture. This can be seen by the screw tracts that can be seen in part of the humerus distally to the non-union. The reason behind the breakage of plate is unsuccessful revision of earlier non-union after orif followed by the insufficient healing of bone.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on investigation and formal medical expert opinion, the root cause was attributed to patient related issue. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient presented for a revision procedure due to the sps plate breaking.

Event description:
It was reported that the patient presented for a revision procedure due to the sps plate breaking.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.